Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient's ob/gyn physician referred the patient to a separate physician and was first seen on (B)(6) 2008. The physician the patient was referred to performed a vaginal hysterectomy and anterior repair. During the same procedure, the patient's ob/gyn physician implanted the obtryx. No complications were reported with the procedure. During a post-operative ob/gyn appointment on (B)(6) 2009, no complaints were noted and the patient did not report any presence of urinary incontinence. All other information is unknown and unavailable.